Event description:
It was reported that device delivered multiple high voltage therapies suspected to be inappropriate. Device was later found to be in back-up vvi mode. No further information is available.

Manufacturer narrative:
Foreign distributor.